Event description:
The customer reported that their central nurse's station (cns) is not launching into software. The customer also reported that their cns keeps displaying a "display resolution error".

Manufacturer narrative:
Complaint details: customer reported that they restarted the cns and are then unable to launch the cns software and is getting a display resolution error. Nk technical support (ts) assisted the customer in correcting the display resolution of the device. After the display resolution was corrected and the cns rebooted, the issue was resolved. Investigation summary: issues with displaying the cns application, such as display resolution error, may occur when the resolution set to be display is not compatible with the cns software. Cns using the new gui uses screen resolution of 1920x1200 while cns using the old gui uses 1280x1024. Based on the available information, a definitive root cause could not be identified. However, since the issue occurred after restarted the cns, it is possible that the display resolution was reset due to a windows update, or an improper shutdown or restart was performed by the customer. The issue was resolved after the display resolution of the cns was corrected. As a definitive root cause could not be identified. No corrective actions would be performed at this time. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple bsm's: model: ni. Sn: ni.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not launching into software. The customer also reported that their cns keeps displaying a "display resolution error". The device was monitoring bedside monitors (bsm's) at the time. Nk ts remoted in, corrected the resolution settings, rebooted the cns, and successfully launched the software. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: the following devices were used in conjunction with the cns: multiple bsm's: model: ni, sn: ni.

Event description:
The customer reported that their central nurse's station (cns) is not launching into software. The customer also reported that their cns keeps displaying a "display resolution error".